Event description:
It was reported that this pacemaker dropped two years of longevity in just half a year. Moreover, initial analysis indicated that the device was exhibiting premature depletion. Engineers recommended to return the device for detailed analysis once replaced. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report includes corrections to section e: initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker dropped two years of longevity in just half a year. Moreover, initial analysis indicated that the device was exhibiting premature depletion. Engineers recommended to return the device for detailed analysis once replaced. As of this time, the device remains in service. No adverse patient effects were reported.